Event description:
It was reported that during use, a crack was found in the hub of the introducer needle resulting in leakage. A new kit was opened and used without issue. There was a delay; however, there were no reported complications to the pt. The pt is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.